Event description:
It was reported that the patient's system controller was consistently alarming for low voltage. The patient's batteries were not expired. Review of the patient's log files showed several odd low power advisories while the patient was connected to batteries. These appeared to be coming from the white power lead. The patient's system controller was exchanged, and the alarms resolved. No issues with the patient were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days ((B)(6) 2023 per time stamp). Intermittently throughout the entire log file, atypical strings low voltage alarms were active while connected to battery power. These alarms are atypical in nature due to the alarms activating and clearing without a disconnection and reconnection of a power source. There were no other notable events active in the log file. Pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.